Event description:
Caller states the compact plus system produced undosed results of 369 mg/dl, 269 mg/dl, and 240 mg/dl. Caller could not specify how much time elapsed between the reported values. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.